Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replicated the reported issue and replaced the left master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi received the mtm for failure analysis, and the reported failure could not be reproduced but could be confirmed as having occurred via field error logs review. Visual inspection was performed. The mtm was installed onto the system and powered up. A sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the left master tool manipulator (mtm) on surgeon side console (ssc) 1 was not working. The surgeon had to move to another ssc to continue the procedure. The procedure was completed with no reported injury.